Event description:
Information provided states the fitbone intremedullary lengthener was originally implanted in patients tibia and verified to be functioning. After appx 3 weeks it was radiographically confirmed that the nail was not lengthening during treatments. The nail was systematically tested by replacing all components in the or which lead to the replacement of the nail itself.